Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was emitting tones. Upon interrogation, a fault code (fc) 07 was displayed.